Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products 6935m implantable tachy lead - 2013-(B)(6), 4076 implantable pacing lead - 2013-(B)(6). (B)(4).

Event description:
It was reported that the patient experienced diaphragmatic stimulation shortly after implant. The lead was reprogrammed, and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.